Manufacturer narrative:
Consumer destroyed product.

Event description:
Consumer states she was using a heating pad for stomach cramps. She alleges that after 15 minutes of use, the heating pad burst into flames which resulted in damage to a blanket and shirt.